Event description:
It was reported that the lead was damaged by the stylet, which was pushed through the end of the lead. Diaphragmatic stimulation was also reported. The lead was explanted and replaced; no patient complications have been reported as a result of this event.